Event description:
The report indicates that 6 weeks post operatively, the interbody fusion device at l5-l6 (transitional anatomy) had migrated posteriorly. The pt had resultant leg pain. Revision surgery was performed (B)(6) 2014, and an alif device was placed. Pt is reportedly doing well post revision. Info suggest that the pt may have fallen after initial surgery. Pt's activity level is unk. Pt compliance with post-surgical instructions is unk.

Manufacturer narrative:
(B)(4). CT scan of the interbody device was reviewed, confirming the migration. It is unk if endplate preparation, placement or the pt's fall contributed to the retropulsion of the device, causing leg pain. The returned device measurements met design specification. There is no failure of the device. Review of the device history records no material non-conformances or mfg errors that may have caused or contributed to this mode of failure. The root cause of this reported event has not been determined; no conclusion can be drawn.